Event description:
A report was received that a patient was experiencing pain at the pocket site. The physician prescribed the patient lidoderm patches for the pain. The patches did not help the pocket pain, so the physician elected to revise the pocket site. The physician relocated the ipg to a new location. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.